Manufacturer narrative:
H6. Investigation summary: no sample or photo received for investigation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Five retention samples from the same lot were evaluated, no defects or issues observed. Additionally, no absence or low resin observed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd precisionglide¿ needle was loose during use. The following information was provided by the initial reporter, translated from portuguese: "the needle was loose from the cannon."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was loose during use. The following information was provided by the initial reporter, translated from portuguese: "the needle was loose from the cannon".